Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged error message first occurred at an unspecified time on (B)(6) 2014. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. It is not known if the patient took any action in response to their regular diabetes management regimen routine as a result of the error message appearing. During the follow up call performed by the cca it was noted that the patient did not develop any symptoms, nor receive any form of treatment as a result of the alleged product issue. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1, the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error 4 message observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.